Manufacturer narrative:
The insulin pump was received with unexpected restart alarm after battery change and memory was erased due to faulty interface board. Pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No signal too low alarm noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept resetting itself. It kept alarming an unexpected restart. Troubleshooting was performed. The alarm was recurring during normal insulin pump use. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.